Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17800. It was reported that the patient presented in hospital. Upon investigation, the right atrial (ra) and left ventricular (lv) leads were found pulled back into the superior vena cava. The device was reprogrammed to vvi. The patient was brought into the electrophysiology lab to reposition the leads. The ra lead was successfully repositioned. The lv lead lost access due to patient anatomy, so the physician removed the lv lead and plugged the lv port. The patient tolerated the procedure well.